Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3 tapered implant 6/5 x 10mm (bopt6510) was returned for investigation. Visual evaluation of the as returned implant identified signs of use. The implant damaged drive feature was observed. Malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant was located on tooth # 14 (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021120947). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021120947) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or product (bopt6510). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
It was reported during placement, the implant on tooth site #14 became stripped, causing the inability to place an abutment. The surgery was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.